Manufacturer narrative:
Usage of device: the complaint unit was not dispensed or used. Additional information: it is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. All information that is available has been submitted; should any additional information become available, a supplemental report will be submitted.

Event description:
We received information that an optician in (B)(6) reported that one bottle in an original 3-month pack of complete revitalens was leaking. In follow-up, the optician stated that the bottle was completely sealed and she could not determine where the product was leaking, but liquid was found in the original package. The complaint unit was requested back, but the customer reported that the bottle was unfortunately discarded and the lot number is unknown; therefore, the product could not be tested.